Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted in 2002 and revised in 2004 due to a malfunction. Additional info received indicated that there was a leak with the device. A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed the surfaces of the detachment site through the serialized exhaust tube of the pump to be rough and irregular, indicating stress was exerted. Abrasion was noted on the non-serialized exhaust and inlet tube of the pump. No function abnormalities were noted with either cylinder. Based on qa's recreation of the position of the tubes, according to the abrasion pattern, this demonstrates that the inlet tube was overlapping the non-serialized exhaust tube of the pump. Qa further concluded that this position, in combination with device usage over time, may have contributed to sufficient stress(s) to cause a separation through the serialized strain relief at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.

Event description:
According to the info there was a malfunction.